Event description:
Patient implanted with a codman hakim programmable valve using the ventriculo-atrial catheter. Patient later developed a sub-dural hematoma, and it was then found that the valve would not reprogram. The valve was explanted and another was implanted. Subsequent to this revision, the patient developed abnormal gait, and an infection (staphylococcus) of the csf was noted. Following treatment for this infection, the pt was released, but again hospitalized later. The pt died of cardiac arrest due to sepsis. Note that these events took place in 2002 and were reported to codman recently.

Manufacturer narrative:
Codman has been notified that the device is not available for eval. As such, it is not possible to process a proper investigation. No record review was performed since no lot or serial number was provided. If the device should become available, the complaint will be re-opened and an investigation will be conducted at the present time. This complaint is considered closed.